Manufacturer narrative:
Additional information: section h6 & d6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced decreased performance. A review of the recipient¿s test data indicated impedance issues. The recipient will not pursue revision surgery at this time.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.